Event description:
Labeling for bd safetyglide insulin syringes is confusing. Both the u-100 and u-50 insulin syringes are located in identical packaging that indicates u-100 insulin in large print with the u-50 syringe having the labeling that is only differentiated by having 1/2 ml on the package. The labeling is confusing and could lead to errors in insulin dosing.